Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 23, 2020.

Manufacturer narrative:
This report is submitted on december 5, 2019.

Event description:
Per the surgeon, the implant was initially incorrectly placed. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.